Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was explanted due to a suspected premature battery depletion (pbd). Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
Product return is not expected; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was explanted due to a suspected premature battery depletion (pbd). A new device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. Additional information received 03-jun-2025 indicates this device was lost by the clinic. Therefore, product return is not expected at this time.